Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the al326 body of instrument, fell apart (separated from welding part). Another instrument was used to complete the case. There was no consequence to the pt.